Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Staff opened the hp2 to start a case and realized the cable adapter was missing from the power supply. A competitive device was used as back up because the adapter could not be located. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Staff opened the hp2 to start a case and realized the cable adapter was missing from the power supply. A competitive device was used as back up because the adapter could not be located.the hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: d-1 - brand name; d-4 - version or model # & catalog #, g-5 - PMA/510(k)# corrected d-1 from "vasoview hemopro 2" to "hemopro 2 adaptor" corrected d-4 from "vasoview hemopro 2" to "hemopro 2 adaptor"; catalog from "vh-4000" to "vh-4020" corrected g-5 from "k101274" to blank. Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returning.